Event description:
It was reported that patient was revised on a knee due to instability. Doctor put in a triathlon insert 5531-g-316.

Manufacturer narrative:
(B)(6). An event regarding instability involving an unknown knee insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient was revised on a knee due to instability. Doctor put in a triathlon insert 5531-g-316.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown insert. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded.